Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and no longer functional. Reportedly, the customer was not using the pump at the time of the report. There was no known impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.